Event description:
It was reported the patient¿s battery would not communicate with external devices. Reportedly, the patient had not charged the device since (B)(6) 2019 and the ipg became inoperable. As a result, the ipg was explanted and replaced on (B)(6) 2019. Effective therapy was established post-operatively.